Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the patient sustained a gunshot wound (gsw) to the leg, and upon return to the hospital, had bilateral pe and dvt on subtherapeutic on heparin. History includes asthma. An inferior vena cava (ivc) venogram and deployment the filter in the infrarenal position was done without immediate complications. The filter subsequently malfunctioned and caused injury and damages including, but not limited to multiple recurrent deep vein thrombosis (dvt) and pulmonary embolisms (pe) and extensive clotting around the inferior vena cava (ivc) filter. Per the patient profile form (ppf), the patient reports multiple recurrent dvt and pe in addition to extensive clotting around the ivc filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: multiple recurrent deep vein thrombosis (dvt) and pulmonary embolisms (pe) and extensive clotting around the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the implant records, sometime prior to the index procedure, the patient who had a clinical history of asthma, sustained a gunshot wound (gsw) to the leg, and upon return to the hospital, was found to have bilateral pe and dvt subtherapeutic on heparin. The patient underwent ultrasonographic guided right cephalic vein access with micro puncture needle, an inferior vena cava (ivc) venogram and the insertion and deployment of a trapease vena cava filter in the infrarenal position without immediate complications. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six years post implantation. The patient reported multiple recurrent dvt and pe in addition to extensive clotting around the ivc filter.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: multiple recurrent deep vein thrombosis (dvt) and pulmonary embolisms (pe) and extensive clotting around the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the implant records, sometime prior to the index procedure, the patient who had a clinical history of asthma, sustained a gunshot wound (gsw) to the leg, and upon return to the hospital, was found to have bilateral pe and dvt subtherapeutic on heparin. The patient underwent ultrasonographic guided right cephalic vein access with micro puncture needle, an inferior vena cava (ivc) venogram and the insertion and deployment of a trapease vena cava filter in the infrarenal position without immediate complications. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six years post implantation. The patient reported multiple recurrent dvt and pe in addition to extensive clotting around the ivc filter.

Manufacturer narrative:
The exact implant date is unknown; stated to be on or about (B)(6) 2010. The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused multiple recurrent deep vein thrombosis (dvt) and pulmonary embolisms (pe's) and extensive clotting around the ivc filter. The indication for the filter implant was not provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots, clotting and/or occlusive thrombosis or occlusion within the filter and/or the vasculature do not represent a device malfunction. Ivc filters are not indicated for use in the prevention of dvt. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. With the limited information provided the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: multiple recurrent dvt and pe's and extensive clotting around the ivc filter. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.